Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
During a procedure to revascularize an occluded subclavian artery, the physician was advancing the delivery catheter through the sheath and noticed it to feel a little tight. He attempted to back it out of the sheath and the stent dislodged inside the sheath. The physician was able to remove it without problem. No harm came to the pt.